Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.

Manufacturer narrative:
Bsc ID# (B)(4) / tw#(B)(4).

Event description:
It was further reported the cause of death was myocardial infarction.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#2134265-2017-13248. (B)(6) clinical study. It was reported that myocardial infarction and death occurred. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification: iib) and was subsequently referred for cardiac catheterization. Target lesion #1 was de novo lesion located in the acute marginal with 90 % stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of two 2.50 mm x 12 mm promus element plus stents with 0% residual stenosis. The patient was discharged on aspirin, prasugrel and clopidogrel. In (B)(6) 2017, the patient experienced a myocardial infarction (mi) and died. The cause of death is unknown but considered associated with the mi.